Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the convenience kit product family and the failure mode "air bubbles noted." No adverse trend was identified. One unopened/unused convenience kit from the reported lot was returned for evaluation. All connected components of the assembly were attached per the specification drawing. No damage or manufacturing related defects were noted. The unused manifold assembly was leak tested per angiodynamics procedures at 20psi of air and passed. Both fluid delivery sets (fds) in the kit were leak tested at 6psi and passed. In an attempt to recreate the complaint description, a syringe from inventory was connected to the proximal female port of the three valve manifold. The spikes of the fdss were attached to a saline bag and distal end was attached to the manifold side port. The entire system (manifold and fdss) was primed and de-bubbled using the syringe. Fluid was drawn into the primed system by aspirating the syringe piston by hand. No air was observed during 5 aspirations. All fittings (male tapers and female threads) on the manifold and fluid delivery sets were measured and found to be within specification. The reported complaint description for air cannot be confirmed. The returned unused sample (same lot # as in complaint) met visual, leak, dimensional and functional specifications. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4), while using a convenience kit, the end user hospital observed a saline leak occurring from the spiking area of the fluid delivery set and the (B)(6) pharmaceutical normal saline soft bag. An air bubble was also observed in the manifold. There was no patient injury.